Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. Even though no product malfunction was identified nor product used, procedure performed was an xlif. No further information is available. Literature review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in spinal/ orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury."

Event description:
During literature review it was identified that between the dates of (B)(6) 2014 and (B)(6) 2015, a patient underwent a revision procedure for a sagittal imbalance after an l3-s1 level fusion. The patient presented a moderately tense abdomen on postoperative day one. On postoperative day two, a CT scan of the abdomen revealed a bowel perforation. Patient was transferred to general surgery department where he received a partial colectomy, temporary colostomy. During the procedure, a needle perforation was found in the descending colon at l4-l5 level. No information available on resolution or on devices and instrumentation used during procedures.